Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the chest incision site. Upon examination, the physician observed redness, which was consistent with a possible infection. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at the chest incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, applied an antibiotic-impregnated mesh over the wound, and closed.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site with a pinkish appearance, clear fluid discharge seeping from the wound, and pain. Physician brought the patient into the or, opened the chest pocket, repositioned the stimulation lead beneath the tissue, re-sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.